Event description:
The customer reported to carefusion on (B)(6) 2012 that the caps pop off of their csc500 adapter and the pucker valve came apart. During follow up with carefusion on (B)(6) 2012, the customer advised this situation has occurred multiple times on multiple patients. The event reported on (B)(6) 2012 involved a very critical patient being treated in a busy emergency room. The clinicians were alerted to the problem when the ventilator alarmed and the patient's sats were dropping. The customer advised that when the cap pops off of the csc500 adapter, this causes immediate de-recruitment especially when a patient is on high peep.

Manufacturer narrative:
(B)(4). Results of evaluation: the device history record for the lot number provided was reviewed; no issues were identified. Return samples were received by the contract manufacturer, (B)(4), for evaluation. Dimensional inspection determined the cap and luer port were within specification. Visual evaluation noted the tab feature of the valve port was broken and there was evidence of glue, however, the port came apart. It is believed the cap popping off may be caused by a product design issue. Airlife research and development engineering initiated project file (B)(4) to review the design of this product and determine if modifications are needed. For the valve port breaking apart, root cause could not be determined. (B)(4) noted they have a procedural requirement to perform a 100% check to ensure the unit is well glued by the machine in order to prevent any unglued units from being released. It is believed this is an isolated incident caused by human error.